Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not augment after it was inserted. The intra-aortic balloon pump (iabp) alarmed "not pumping". As a result, a new iab catheter was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of augmentation difficulty is confirmed. Upon functional testing, clotted blood was noted within the central lumen, which can cause a reduced or inaccurate arterial pressure reading from the central lumen. The root cause of the blood clot is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) did not augment after it was inserted. The intra-aortic balloon pump (iabp) alarmed "not pumping". As a result, a new iab catheter was used. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.